Event description:
It was reported that the patient had open heart surgery two days after having their pacemaker and leads implanted. The lead became dislodged and damaged during the surgery. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal portion of the lead was returned and analyzed with no anomalies found. It was noted that the outer insulation was breached cut and there was blood/body fluid on all conductors (not obstructing). Apparent explnat damage was present.